Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and two compressed conditions were observed the first at 5cm and the second at 9cm from the distal end of the microcatheter. The device was returned without the original package. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The microcatheter was flushed using a lab-sample syringe and a lab sample guidewire was attempted to be advanced through the entire length of the microcatheter; however, the compressed conditions impeded the exit of the micro-guidewire through the distal tip. The customer complaint regarding a catheter being kinked was confirmed based on the compressed conditions found in the microcatheter. However, since the guide wire was able to pass through the proximal section of the microcatheter without significant resistance, the customer complaint regarding a catheter being obstructed on the proximal portion cannot be confirmed. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal actions related to the malfunction were identified. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendation and warning: - if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
The healthcare professional reported that during a procedure, a 4.5x37mm enterprise vascular reconstruction device (product code: enc453712, lot number: 9294564) became impeded in the proximal end of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31567758) and could not advance any more. The doctor removed the stent and microcatheter (mc) from the patient and found the microcatheter was kinked/bent. The doctor switched to new devices to complete the procedure. Additional event information received on 03-mar-2026 indicated that a guidewire was used inside the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were able to torque the device. There was no evidence of physical material within the device. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.